Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29aug2019. The field service engineer (fse) confirmed the reported problem. The fse reseated the external o2 cell and unit now passes est and the leak in the circuit was corrected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed pressure relief valve (prv) during extended self-test. The customer reported that there was no patient involvement.